Manufacturer narrative:
(B)(4). Closure trigger. The analysis found that one ec60a device was returned with the closure trigger broken and in the opened position. In addition, an ecr60d cartridge reload present. In addition, a 12 mm excel trocar was received on the shaft. The reload was received fully fired. The direction of the firing mechanism was noted to be in the reverse direction and the indicator in the lock symbol position. The firing trigger was actuated until the trigger had contact with the closing trigger and the closing trigger with the handle. The mechanism returned completely to the home position and the device was able to be opened by pressing the anvil release button. No further functional test was performed due to the condition of the device. One possible scenario for the described event and damage to the closure trigger is due to applying a large prying force on the closure trigger handle in the opening direction. This can then result in damage to the closure trigger if the applied load is high enough. It should be noted that in order to open a device that has being partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.

Event description:
Additional information: the patient expired, (B)(6) 2011. Our sales rep visited to the hospital on (B)(4) and he reported the analysis result of the device to the doctor. However, our sales rep could not get the patient's information.

Event description:
It was reported that during a laparoscopic low anterior resection procedure, the flex 60 loaded with a gold cartridge was fired on the rectum at the 4th firing. After the firing, the jaw did not open, so the surgeon tried to return the closing lever to the home position by hand. However, as the closing lever was broken off and the jaw could not be opened, the device was pulled out from the tissue forcibly without opening the jaw. The device was removed from the patient along with a trocar. As the surgeon felt uneasy about the rightmost staple line of flex 60, straight 60, which had been used in this operation before this event, was fired on the right side of the flex 60's staple line. It was unknown what color cartridge was being used. After that, a circular stapler was used to anastomose and there were no anomalies at leak test, so the case was completed. On the early morning of (B)(6) 2011 (4 days later), reoperation was performed due to leakage. The leakage was confirmed from the dog ear of the straight 60. Besides, some unformed staples were found in the neighborhood of the leakage site. It could not be clarified which the unformed staples were from flex or straight 60. As of now, the patient is being treated at intensive care unit due to blood-pressure instability.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Suspect lots: ec60a: batch# (B)(4) 2011 05:09 pm - the manufacturing records were reviewed and no anomalies were found. Additional follow up: the patient had blood poisoning and the patient was on a mechanical ventilator for multiple organ failure. As the patient is stable, the patient will be removed from the ventilator by the end of this week.